Event description:
The customer reported the instrument was generating vacuum errors and approximately 1 to 2 mls of diluent leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed and replaced disconnected sweep flow tubing at the bottom of the red blood cell (rbc) aperture module and verified that low vacuum was within reference range. The system performance was verified. The instrument was returned to normal operation. (B)(4).